Manufacturer narrative:
Device evaluation: the original folding carton, original lens case, patients stickers, and implant notification card were received. The lens was not returned; therefore, no product evaluation could be performed on the lens. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a sensar intraocular lens (iol) was removed and replaced with another lens of the same model and diopter from the patient's left eye because of a bent haptic. The patient has recovered and no injury was reported. No additional information provided.